Event description:
Intraoperatively, a 2mm tip of arthrex knee scorpion needle broke off and embedded within lateral meniscus which was confirmed using fluoroscopy and thorough arthroscopy. Given the location within the meniscus, small size and stability of the needle tip within the meniscus, and potential morbidity of attempting to remove the 2 mm tip, the decision was made to retain the tip. Per operating physician, no standard of care concerns- only precaution could be to change out needle sooner. Per op note: "during passage of one of the sutures, the tip of the knee scorpion needle broke off within the substance of the meniscus. Fluoro was utilized to confirm the needle was imbeded within the lateral meniscus. Given the location within the meniscus, small size and the stability of the needle tip and potential morbidity to attempt to remove the tip of the needle the decision was made to retain the tip of the needle." Per operating physician: "the needles are very thin and the meniscus is very hard. With each pass it can weaken the needle which he thinks that's what happened. The patient and family are well aware of the instances and physician gave them pictures of the device. There are no long term effects. The fragment was only 2mm and it is common to leave larger devices within the meniscus. The only precaution could be to change out the needle sooner. No standard of care concerns."